Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no anomalies and product was made to specifications. It was alleged the patient experienced infection. The warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr was created to address the other bard flat mesh implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008 - patient was diagnosed with total vaginal vault prolapse and underwent an abdominal sacrocolpopexy with implant of two bard/davol flat mesh. As reported the patient has been treated conservatively with no surgical intervention. The attorney alleges the patient experienced recurrence, infection, lower abdominal pain, bowel problems and urinary infections.